Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Device returned by company representative. No information on why the device was returned, patient demographics and medical records available.

Manufacturer narrative:
An event regarding returned damage product involving an triathlon insert was reported. The event was confirmed. Device evaluation and results: review of the device by a material analysis engineer indicated that damage observed on articulating condyle, posterior surface and posterior end of distal surface of insert. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the investigation concluded with the review of the device by a material analysis engineer indicated that damage observed on articulating condyle, posterior surface and posterior end of distal surface of insert but the root cause could not be determined. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Device returned by company representative. No information on why the device was returned, patient demographics and medical records available.